Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as itchy due to sweating a lot. There was no alleged device malfunction contributing to the irritation. The patient¿s physician stated the patient needs to wear the lifevest all day. Follow up indicated that the skin irritation improved.